Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are trying to get a hold of their rep because they need another eval done on the ins for the doctor. Patient stated they need to know where they are at and how long it is lasting and they are going to be replacing the implant. Patient asked for rep contact information. Patient stated they have a new doctor but patient did not have the name. Agent asked clarifying questions and patient said the battery never worked. Patient service reviewed reps role. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the battery never worked at any time. Pt said it was the incorrect device and had it removed. Pt said the device was placed in their back when under anesthesia. Pt did not have a trial. Pt doesn't want a revision. Pt had trouble with their original so they switched them back and forth in order to charge it.